Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A revision procedure was performed and the associated rv lead was removed from service and replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service. No other adverse events have been reported. This product issue will be updated if additional details are received.